Event description:
It was reported that the system intermittently gives overload faults and the system would not fluoro. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.